Event description:
See also manufacturer report 2032545200807742. It was reported that while placing a bravo ph monitor the capsule would not attach to the patient. Upon removal from the patient the capsule was found in the esophagus. This was the second capsule attempted for this patient. The procedure was not completed. No injury to the patient was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete, and/or when additional information is received from the hcp.